Event description:
It was reported the pt has experienced overstimulation from her ipg on a few occasions. No further complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.